Manufacturer narrative:
A ge oec service representative investigated the issue and removed the monoblock cover and the system began functioning. All connections within the tube and image intensifier were tightened. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 6600 fluoroscopy system would not fluoro and displayed a generator fault error.